Manufacturer narrative:
(B)(4).

Event description:
A hematoma occurred at the femoral puncture site after leaving the procedure room, following deployment of a 6f angio-seal vip vascular closure device. It is unknown how the hematoma was resolved. It was reported hospitalization was extended due to this event.

Manufacturer narrative:
The results of this investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the forward lock position; the tamper tube, anchor and collagen were not returned. The carrier tube assembly was moved to the full rear-lock position; no functional anomalies were noted. The sheath was removed; the suture distal end was located proximal to the carrier tube distal tip and disintegrated during manipulation, consistent with chemical and/or heat exposure subsequent to removal from the poly-foil pouch. The overall device condition was consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.